Event description:
This report involves two different patients. In the first incident, the patient was undergoing a right heart catheterization. The physician noticed it was difficult to pass the .021 wire through the swan when attempting to put the swan in wedge position. The staff then tested another swan-ganz catheter from the same lot, (lot #59169527) with a new .021 wire and again the wire would not pass. The second incident occurred two days later. The patient was undergoing a right heart catheterization. The physician had difficulty getting the swan-ganz catheter to pass (from the same lot as the first event, lot #59169527). A new swan-ganz catheter from a different lot (lot #59169523) was opened and used with the existing 0.21 wire from the case. The wire was passed successfully with the new device. There was no patient injury reported.